Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause cannot be determined.

Event description:
Clinical trial. It was reported that post index procedure, the pt had a target vessel revascularization (tvr). The index procedure treated 3 target lesions. Lesion 1 was in the mid left anterior descending artery (lad). The lesion was 3.5mm wide, 26 mm long, and 90% stenosed. The physician predilated the lesion prior to placing a 3.5 x 28 mm taxus express2 stent. Residual stenosis was 0%. Target lesion 2 was in the distal right coronary artery (rca). The lesion was 3 mm wide, 10 mm long, and 80% stenosed. The physician direct stented the lesion with a 3.0 x 12 mm taxus express2 stent. Residual stenosis was 0%. Target lesion 3 was in the right posterior descending artery (r-pda). The lesion was 3 mm wide, 10 mm long, and 80% stenosed. The physician direct stented the lesion with a 3.0 x 8 mm taxus express2 stent. Residual stenosis was 0%. The pt was discharged one day later on aspirin and plavix. On day 86, the pt underwent cardiac catheterization, due to recurrent angina and a positive stress test. Treatment that day consisted of placement of a 3.5 x 8.0 mm taxus express2 stent in the proximal lad. Residual stenosis 0%. The pt was discharged one day later on aspirin and plavix. In the opinion of the physician, there is no relationship between the device and the tvr. In november 2007, the clinical events committee determined a possible relationship between the device and the tvr.